Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an alert was detected for this pacemaker indicating atrial automatic threshold detected as greater than programmed amplitude or suspended. Moreover, presenting electrogram (egm) showed signal artifact monitoring (sam) episode but do not showed minute ventilation (mv) noise. Both the right atrial (ra) and right ventricular (rv) were in suspension and both leads exhibited high pacing threshold measurements. This has caused an increase in power consumption. Boston scientific technical services (ts) suggested programming options. An engineering analysis was successfully created and the results showed that the device has no reset and no abnormal faults. It was confirmed that the observed noise was on the right atrial (ra) lead. The noise did not appear to be from any natural source. In addition to the noise, the power consumption has increased. This appeared to be a latent malfunction of the device hardware. The device should be replaced when possible to restore the function of right atrial (ra) pacing and sensing. The engineer has seen consistent noise impedance results on devices with hardware malfunctions. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that an alert was detected for this pacemaker indicating atrial automatic threshold detected as greater than programmed amplitude or suspended. Moreover, presenting electrogram (egm) showed signal artifact monitoring (sam) episode but do not showed minute ventilation (mv) noise. Both the right atrial (ra) and right ventricular (rv) were in suspension and both leads exhibited high pacing threshold measurements. This has caused an increase in power consumption. Boston scientific technical services (ts) suggested programming options. An engineering analysis was successfully created and the results showed that the device has no reset and no abnormal faults. It was confirmed that the observed noise was on the right atrial (ra) lead. The noise did not appear to be from any natural source. In addition to the noise, the power consumption has increased. This appeared to be a latent malfunction of the device hardware. The device should be replaced when possible to restore the function of right atrial (ra) pacing and sensing. The engineer has seen consistent noise impedance results on devices with hardware malfunctions. As of this time, the products remain in service. Additional information was received indicated that the field representative called to notify that this device was explanted due to an unexplained noise on atrial channel. No additional adverse patient effects were reported. It was further reported that this device exhibited oversensing and pacing inhibition.

Event description:
It was reported that an alert was detected for this pacemaker indicating atrial automatic threshold detected as greater than programmed amplitude or suspended. Moreover, presenting electrogram (egm) showed signal artifact monitoring (sam) episode but do not showed minute ventilation (mv) noise. Both the right atrial (ra) and right ventricular (rv) were in suspension and both leads exhibited high pacing threshold measurements. This has caused an increase in power consumption. Boston scientific technical services (ts) suggested programming options. An engineering analysis was successfully created and the results showed that the device has no reset and no abnormal faults. It was confirmed that the observed noise was on the right atrial (ra) lead. The noise did not appear to be from any natural source. In addition to the noise, the power consumption has increased. This appeared to be a latent malfunction of the device hardware. The device should be replaced when possible to restore the function of right atrial (ra) pacing and sensing. The engineer has seen consistent noise impedance results on devices with hardware malfunctions. As of this time, the products remain in service. Additional information was received indicated that the field representative called to notify that this device was explanted due to an unexplained noise on atrial channel. No additional adverse patient effects were reported. It was further reported that this device exhibited oversensing and pacing inhibition.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. Review of device memory noted a telemetry reset occurred on 28-jul-2020, and subsequently the device operated normally. The memory information prior to the telemetry reset was compared to telemetry data in the lab, and it was noted that memory corruption had occurred. This patient was undergoing chemotherapy/radiation due to cancer, and radiation is known to cause memory corruption. The identified memory corruption was the most likely cause of the reported observations of noise, oversensing, and pacing inhibition.